Event description:
The facilities maintenance indicated that the bed exit alarm is not audible at the bed but does send a nurse call.

Manufacturer narrative:
The facilities maintenance indicated that they have replaced the scale board, but have not completed repairs.